Manufacturer narrative:
Investigation conclusion: retain products were tested with in-house clinically negative hcg urine. All retain devices showed correct negative results at read time and met qc specifications. The customer's complaint was not replicated with retain devices. Return products were tested with returned urine sample. All return devices showed positive results at read time. Return devices were also tested with in-house clinically negative hcg urine and clear negative results were observed. The customer's complaint was replicated with returned patient sample using returned products. The returned urine sample was sent to a reference lab that quantified the sample as having an hcg concentration of 6.1 miu/ml. The expected result for this sample would be negative. Although the expected result of this sample would be negative, in-house testing indicated abnormal levels of specific gravity, protein, leukocytes and blood present in the returned patient sample. A patient sample interference cannot be ruled out as a possible root cause for the false positive results. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although return devices showed positive results at read time, investigation revealed no indication of a device deficiency. Patient sample interference was determined to be the root cause of the event.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following event occurring for one patient: on (B)(6) 2017, a patient was tested for hcg prior to a colonoscopy. A urine sample was collected that the customer described as "junky." The sample was not spun down or allowed to settle and was tested using a cardinal health rapid test hcg combo. The test yielded a positive result and the customer stated there was not "complete migration." As described by the customer, the control line was "blotchy" and the background was "blue." There was also a red line reported as forming in the test window that appeared to be like "sediment." The patient's colonoscopy was cancelled and scheduled for a later time. A serum sample was collected and sent for beta quant using the siemens centaur xp and produced a negative result of <2 miu/ml. The serum was also tested using the cardinal health rapid test hcg combo with a negative result. On (B)(6) 2017, the cardinal health rapid test hcg combo was repeated after spinning down the urine sample with a (B)(6) result. Although requested, no additional information is available.